Manufacturer narrative:
Hypersensitivity / allergic reaction code: allergic reaction is a potential adverse event addressed in the product labeling. The coolsculpting user manual, under warnings, states that coolsculpting system use has not been studied in patients with known sensitivity to cold such as cold urticaria, raynaud¿s disease, or chilblains (pernio). The event was reviewed by abbvie medical safety group determined that the device likely contributed to the event and the event required topical medication per allegation (which detailed information regarding topicals is unknown at this time), but out of abundance of caution our abbvie medical safety considered the event meets the criteria of a serious injury and medical device reporting group determined to report this as an adverse event. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a patient treated with a coolsculpting elite system to the face, hands, and feet using the c120 applicator (c120). The patient may have developed reported "weeping eczema, inflamed lymph nodes, and blisters" to the face, hands, and feet. Patient was diagnosed with rosacea. Coolsculpting was performed for a second time after initial symptoms alleviated and the symptoms returned. Patient states they are dealing with scarring from eczema and blisters. Abbvie medical review advised this to be a hypersensitivity/ allergic reaction.